Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
According to the medwatch (uf/importer report# (B)(4)) "an ultrasound guided approach was performed for cannulation without suspicion for arterial involvement, afterward dilation was performed and rij line was placed. Shortly after a confirmatory vbg line placement was performed showing ph of 7.35, co2 39 and a po2 of 276 concerning for arterial involvement. Xray read as placement of right internal jugular central venous catheter with tip overlying the expected position of the svc. However, cta neck showed partially. Case was discussed with vascular surgery and cardiothoracic surgery who recommended a cardiothoracic approach. Patient underwent a sternotomy approach and line was removed". Additional information as per risk manager: during insertion of the catheter into the patient, it migrated out of the vein, crossed over to the chest cavity, passed over to the sternum and pierced the aorta. The catheter was removed via sternotomy (opening of the chest) separate surgical intervention. Because the patient had contractures, she was unable to lay flat. Therefore, a chest xray could not be used for confirmatory of line placement. The chest xray looks like the catheter is venous but was not therefore, a blood gas was ordered to verify there was presence of arterial blood not venous blood. Therefore, the patient was then sent to get a CT scan. The patient is fine as it pertains to the use of the device. The patient was released and then readmitted due to her other medical conditions not related to the device.

Manufacturer narrative:
(B)(4).

Event description:
According to the medwatch (uf/importer report# (B)(4)) "an ultrasound guided approach was performed for cannulation without suspicion for arterial involvement, afterward dilation was performed and rij line was placed. Shortly after a confirmatory vbg line placement was performed showing ph of 7.35, co2 39 and a po2 of 276 concerning for arterial involvement. X-ray read as placement of right internal jugular central venous catheter with tip overlying the expected position of the svc. However, cta neck showed partially. Case was discussed with vascular surgery and cardiothoracic surgery who recommended a cardiothoracic approach. Patient underwent a sternotomy approach and line was removed". Additional information as per risk manager: during insertion of the catheter into the patient, it migrated out of the vein, crossed over to the chest cavity, passed over to the sternum and pierced the aorta. The catheter was removed via sternotomy (opening of the chest) - separate surgical intervention. Because the patient had contractures, she was unable to lay flat. Therefore , a chest x-ray could not be used for confirmatory of line placement. The chest x-ray looks like the catheter is venous but was not therefore , a blood gas was ordered to verify there was presence of arterial blood not venous blood. Therefore , the patient was then sent to get a CT scan. The patient is fine as it pertains to the use of the device. The patient was released and then re-admitted due to her other medical conditions not related to the device.